Event description:
The patient (B)(6), contacted stryker via the customer service team and reported that she believes she may have developed metal sensitivity to her tkr, which she had 18 months ago. The patient has reviewed the medical records and provided implant details given in the product grid. The patient further reported that although the x-rays show everything is fine the customer is allegedly having problems. The customer did not specify on intake what those problems are. The date that the alleged problems commenced was not reported on intake. The customer further reports that she has recently decided to have metal allergy testing done and that the results have allegedly shown some strong positives to nickel and positive to 'other various'. The customer has requested information on the full metal contents of the implants.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events reported for the manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The subject device is manufactured from cocr alloy per hms 1011. The material specification indicates the material composition to include 0.50% nickel. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient (B)(6), contacted stryker via the customer service team and reported that she believes she may have developed metal sensitivity to her tkr, which she had 18 months ago. The patient has reviewed the medical records and provided implant details given in the product grid. The patient further reported that although the x-rays show everything is fine the customer is allegedly having problems. The customer did not specify on intake what those problems are. The date that the alleged problems commenced was not reported on intake. The customer further reports that she has recently decided to have metal allergy testing done and that the results have allegedly shown some strong positives to nickel and positive to 'other various'. The customer has requested information on the full metal contents of the implants.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.